Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine. Source: email.

Event description:
Reported discrepant sars result for 1 consumer. It is unknown, if the consumer was symptomatic. The consumer communicated, that they tested negative with cvs health sars at-home and positive with other rapid antigen testing. It was also communicated, that some of the cvs health sars results appeared positive after time had passed. Approximately 9 other consumer events were also communicated. Which are captured on separate reports.